Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the poor-lighting on the lamps cannot be securely detected occurred due to deterioration of the light emitting unit whereas it is presumed that the deterioration of the light emitting unit occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had poor lighting on the lamp due to deterioration of the light emitting unit. There was no patient involvement.